Manufacturer narrative:
(B)(4): information not available, device not returned for analysisshould the information be provided later, a supplemental medwatch will be sent

Event description:
It was reported by the customer that after a realize adjustable band procedure, there was chronic port pain of unknown etiology. There was necessitated band removal.